Event description:
It was reported that the stent came off the balloon. The target lesion was located in the mildly tortuous and moderately calcified superior mesenteric artery. A 7.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, the stent came off the balloon while trying to cross the lesion. The stent had to be snared and was pulled out through the sheath. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent with a non-boston scientific sheath, 0.014" wire, and a snare. The balloon catheter did not return for analysis. Visual examination revealed that the stent is damaged. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the stent came off the balloon. The target lesion was located in the mildly tortuous and moderately calcified superior mesenteric artery. A 7.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, the stent came off the balloon while trying to cross the lesion. The stent had to be snared and was pulled out through the sheath. The procedure was completed with another of same device. No patient complications were reported.